Event description:
It was reported that during an lar procedure the device cut but did not staple. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/21/2007. Information anticipated, but unavailable at this time.